Event description:
Litigation papers allege chronic and recurring pain, weakness, difficulty with simple daily living activities, lost wages, and physical rehabilitation costs.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update**(B)(6) 2013 sales rep reported patient underwent right hip revision due to elevated metal ions. There is no new additional information that would affect the investigation.